Manufacturer narrative:
Product testing on returned meter (B)(4) confirmed capacitor failure. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeing treatment a health care facility. (B)(4).

Event description:
While performing an investigation on the customer's returned freestyle freedom meter, a faulty capacitor was observed. A capacitor failure could lead to the meter not turning on. There was no report of death, serious injury or mistreatment associated with this event.